Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had gotten an insulin pump a couple of days ago with saline in it. Customer's blood glucose level was 6 mmol/l. Customer also had an alarm that could not be cleared. Customer stated that the alarm says critical pump error. Customer was advised to clear the alarm. Customer stated that it was still not working. The pump reset and customer received the same error. Insulin pump will need to be replaced. No further details given.